Manufacturer narrative:
Three requests were made for the return of the device without any response. Should the device be received the complaint will be reopened. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a meniscal repair it was reported that the second implant would not fire. This caused a three to five minute delay in the procedure. No patient injury was reported.